Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using an uphold vaginal support system, the physician attempted to throw the first leg of the uphold mesh through the patient's sacrospinous ligament when the needle, with approximately 0.5 centimeters of suture attached to it, detached and was captured inside the capio cage. The needle, with the suture attached to it, did not fall inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. However, a review of the device history record was performed and no issues that could have contributed to this event were found. (B)(4) relates to (B)(4) for the reported issue of suture detachment.